Event description:
It is reported that approximately 29 months post index procedure, the patient experienced an mi.

Event description:
The patient underwent the index procedure with the deployment of two endeavor sprint (rx) drug eluting stents; one to proximal circumflex artery and one to the first obtuse marginal artery. The next day after the index procedure, the patient underwent a staged procedure with successful deployment of two endeavor sprint (rx) drug eluting stents to proximal right coronary artery. Approximately 3 months from the index procedure, the patient experienced the event of a ugi bleed. It was reported that the patient underwent esophagogastroduodenoscopy with successful control of bleeding from a duodenal actively bleeding ulcer. Investigator indicated that event was possibly related to the device. Outcome is reported as recovered/resolved.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation: results: inherent risk of procedure (haemorrhage). (B)(4).